Manufacturer narrative:
H2) device evaluation: d3 - manufacturing plant address, city, and zip code updated. D8 updated. D9 - date returned to manufacturer: 1/21/2025. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump ehl was found to have a "cassette not attached properly" alarm, and subsequently the fault occurred nine more times. Closing the latch lock trigger this fault alarm. The serial number label was an incorrect item/model number 21-2111-0402-51 instead of 21-2120-0105-01. The serial number was counterfeit and third-party repairs had been performed on the battery compartment. The cause of the customer reported problem was the downstream occlusion (dso) sensor drifted out of specification, and there were noticeable scratches and loctite contamination present on the dso sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal, dso sensor, and dso bezel, and the pump passed all functional tests and performed as intended after repair.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump's cassette sensor was defective. There was no patient involvement. The issue was discovered during testing.